Event description:
(B)(6). Same case as MDR ID#: 2134265-2012-08002. It was reported that during a coronary artery stenting treatment procedure, target vessel upstream disruption occurred. In (B)(6) 2012, the patient presented due to stable angina (ccs classification-2) and myocardial infarction, and was referred for cardiac catheterization. The 1st de novo target lesion was located in the mid 2nd obtuse marginal branch (om2) with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilation and placement of a 2.25 x 16 mm promus element plus stent, with 0% residual stenosis following post-dilation. The 2nd de novo target lesion was located in the proximal om2 with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilation and placement of a 2.5 x 16 mm promus element plus stent. Immediately after the placement of these two promus element plus stents, it was noted there was some upstream disruption in the om2, which required placement of an overlapping 2.5 x 8 mm promus element plus stent in the very proximal portion of the om2. Residual stenosis was 0% following post-dilation. The 3rd target lesion was located in the distal left circumflex artery (dist lcx) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilation and placement of a 2.25 x 16 mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).